Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that there were several occlusions in the system which led to ketoacidosis and hospitalization. No more details were provided. Labeling states: your pump detects any blockage in the infusion set that could prevent insulin delivery. You will be prompted with an appropriate maintenance message. Labeling also states which measure are to be taken in case of occlusions.